Event description:
It was reported the pt's ipg is depleted. The ipg was explanted and replaced. The pt experiences effective stimulation coverage. The ipg will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.